Event description:
There was product escaping from between the rubber stopper and syringe walls. It was being used to draw sterile water for injection to reconstitute a product so it didn't come in contact with hazardous medication before the defect was noticed.